Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted using a proglide device via a 6f sheath using the pre-close technique prior to a heart catheterization and impella implant procedure. Reportedly, no click was heard and the proglide device failed to deploy. The sutures of two new proglide devices were successfully pre-placed and the impella procedure was completed using a 14f sheath. Hemostasis was successfully achieved using the other pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.